Event description:
The peritoneal dialysis patient stated the fluid leak occurred during treatment. Patient switched to manuals and the fluid remained clear. Sample was discarded. She discarded the cassette sample. There was no alarms associated with the leak. The patient's effluent was clear. The patient did not take any prophylactic antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.